Event description:
Needle is not getting good cores; only pieces. Difficult to remove core from needle. On 1/24/2001, spoke with "ldn", who stated that there were cases in which a pt had to be stuck at least three times in order to obtain a core sample. In these cases, the pts suffered add'l pain and had to receive add'l local anesthetic (xylocaine) as a result.